Manufacturer narrative:
Citation: kaneko t et tal. Transjugular approach in valve-in-valve transcatheter mitral valve replacement: direct route to the valve. Ann thorac surg 2014;97:e161¿3. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature regarding (B)(6) year-old female patient with this 29 mm mitral bioprosthetic valve, implanted 8 years previously who presented with mitral stenosis and pulmonary edema. Transthoracic echocardiogram (tte) demonstrated a mean gradient of 12 mm/hg and calcification of the leaflets. A non-medtronic transcatheter valve was successfully implanted valve-in-valve with no adverse patient effects reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.